Event description:
It was reported that needle 18ga 1-1/2in bil lax had foreign matter. The following information was provided by the initial reporter: one of the stained needles can be seen on the inside of the primary packaging.

Manufacturer narrative:
H6: investigation summary, four photographs were received in which a sealed blister with foreign material inside the blister can be seen, thus the defect reported by the customer is confirmed. Based on the photographs received, the claim is confirmed, however, corrective actions cannot be directed since no physical sample is received, therefore it is not possible to determine a root cause. A DHR was performed during the documentary review, no quality events records were found in the product manufacture, the batch were inspected and later released in accordance with the valid work instruction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18ga 1-1/2in bil lax had foreign matter. The following information was provided by the initial reporter: one of the stained needles can be seen on the inside of the primary packaging.